Manufacturer narrative:
The reported event of a set screw issue was confirmed. The set screw of the ventricular chamber was found with procedure related damage. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that patient presented for follow up in clinic. It was noted that right ventricular (rv) lead had dislodged, and it was confirmed via fluoroscopy. During lead revision procedure, it was observed that lead could not be retracted. It was also noted that the new lead could not be screwed into the implantable cardiac defibrillator (ICD)'s screw header due to loosen of intermittent connection. The old right ventricular (rv) lead and implantable cardiac defibrillator (ICD) both were explanted and replaced with new devices. There were no patient consequences.